Manufacturer narrative:
Intuitive surgical inc. (Isi) has received the vessel sealer extend instrument; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported that the vessel sealer extend would not seal. It was noted that the vessel sealer made the sound that it was working but was not sealing. New vessel sealer was opened and function properly. The procedure was completed with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has received the vessel sealer extend instrument. Visual inspection did not reveal any damage during failure analysis. The vessel sealer extend (vse) instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the cut and seal test on both attempts. The instrument passed energy recognition. No errors were found in logs. The instrument was fully functional. No product issue was identified.